Event description:
It was reported a patient presented in clinic with dizziness. Their atrial lead had oversensing noise causing inhibition of pacing. It was noted the leads were rubbing together. No changes were reported.